Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was initiated by the end user who stated that "machine got stuck in auto filling and calibration" mode for 4 minutes. "Screen was frozen". Balloon did not start pumping. The end user used another iabp, successfully transferred balloon and finished case. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided at a later time, we will submit a supplemental report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was initiated by the end user who stated that "machine got stuck in auto filling and calibration" mode for 4 minutes. "Screen was frozen". Balloon did not start pumping. The end user used another iabp, successfully transferred balloon and finished case. There was no harm or injury to patient and no adverse event was reported.